Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
He told me he ate one tablet of denture cleanser [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident denture cleanser) tablet (batch number unk, expiry date unknown) for drug use for unknown indication. Concurrent medical conditions included dementia. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. Additional details: the adverse event information was received from consumer via call center representative (phone) on 21mar2022 and consumer reported that " I applied for sample pack of polident denture cleanser tablets previously, is there 6 tablets in it. I saw an advertisement at that time and said there are 6 tablets packaging inside. My family member is a dementia person, he told me he ate one tablet of denture cleanser, I checked and found the package was torn, but there were still 6 tablets inside. Because he is a dementia person, so I was not sure if he actually ate it. It has been more than two days since he said he ate cleanser tablets and moreover didn't say had any uncomfortable symptom".